Manufacturer narrative:
The device is expected to be explanted and returned for analysis. This report will be updated upon the completion of the investigation, including the final analysis results.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. The device's longevity had dropped from showing 1.5 years remaining. The year before showed the minimum longevity was 7.5 years remaining. All lead trends are stable. A save to disk was sent to technical services to review the data. Engineering reviewed the diagnostic data, and confirmed the power consumption of the device has been increasing during the past year. The power consumption is expected to increase, therefore device replacement is recommended. No adverse effects to the patient were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting early battery depletion behavior. The device's battery longevity had decreased by six years within approximately one years time. However, lead measurements were observed to be stable. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Engineering review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue increasing. Due to this anomaly, a ts consultant recommended device replacement. No adverse patient effects were reported. Additional information: it was indicated by the field that the patient was scheduled for a box change this past august. Several requests were submitted to obtain further information regarding the status of this device, and patient outcome. No further information has been provided, and boston scientific has not received this device back from the field.